Event description:
After the lag screw was inserted into the patient during a procedure on (B)(6) 2013, the dynamic hip system (dhs) could not be inserted along the lag screw shaft. This caused a 30 minute delay to the surgery. A proximal femoral nail a (pfna) was used to replace the dhs implants. No additional treatment was needed. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation has shown that the positioning groove was widened up due to inadequate handling during operation. The shafts end diameter dimensions therefore became larger than the positioning bore of the dhs plate and got stuck. The complained dhs dcs screw was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.